Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was blood and contrast in the inflation lumen and balloon. The distal tip was damaged. Magnified inspection of the balloon revealed a pinhole in the balloon material at the distal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed chronic total occlusion target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6fr non bsc sheath was placed. After a non bsc guide wire crossed the lesion, an attempt was made to advance a long balloon catheter but was not able to cross the lesion. Then a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced and was able to cross the lesion despite being caught midway to the lesion. The physician then used the shoulder portion of the balloon to perform dilation however the balloon ruptured at 6 atmospheres on the second inflation after being inflated for 30 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.